Event description:
It was reported that a cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was successfully deployed in the laa of the patient. The patient developed a cardiac tamponade approximately one hour after the procedure. A pericardiocentesis was performed to drain the fluid. No effusion was found during echo examination and the patient remained stable.